Event description:
It was reported that the ventilator had constant disc/sense alarms at power up and the unit never went into normal ventilation. During service of the unit, a seized turbine was found.